Event description:
The surgeon inserted the icm125v4 12.5mm implantable collamer lens in the left (os) eye on (B)(6) 2011 with no immediate iop spike. Antiglaucoma medications advised for two weeks. On (B)(6) 2011, the iop was high at 20mmhg. Iop was controlled with topical medications. On (B)(6) 2011, the iop was high again 33(os). Systemic acetazolamide (diamox 250mg two times a day) was added. Pred acetate in os was replaced with fluorometholone in both eyes. On (B)(6) 2011, iop was normal and diamox stopped. On (B)(6) 2011, iop was high again and diamox added again. On (B)(6) 2011 iop 22 (os), no topical steroids, travatan added. Iop in os was 18 on (B)(6) 2011, diamox added, shows marked changes in od and some change in os. Patient was referred to a glaucoma specialist, suspected intermittent angles closure. Icl vault: 212 mic (od); 231(os). See MFR report# 2023826-2012-00220 for the right eye.

Manufacturer narrative:
Received additional information from the customer indicating the lens had been explanted, no exchanges and the patient is happy with glasses now. Iop is under control. (B)(4) surgical procedure, secondary, explant. (B)(4).

Manufacturer narrative:
Evaluation method - lens work order search; medical review; device history review. Results: a lens work order search revealed there were no similar complaints for the same type of problem from this work order. A device history review was performed and based on the investigation, nothing in the manufacturing of the lens was the root cause of the complaint. Medical review: the icls vault was considered to be optimal. Initially the surgeon suspected potential retention of viscoelastic; several weeks later a new iop spike occurred, thought to be steroids. Some weeks later a new spike, thought to be due to angle closure. Anti-glaucoma medical treatment was given. Visual fields showed some loss. Iop and visual fields were stable with pilocarpine, however, the patient did not tolerate this medication for a long time and the surgeon decided to remove both implants. After removal iop and visual fields were stable. There is not enough clinical data to determine the exact cause of this event; however, we cannot completely rule out the presence of the icl as a contributor factor for iop elevation in this case. (B)(4).

Manufacturer narrative:
(B)(4).